Event description:
It was reported that the insulin pump was unable to upload information correctly into carelink due to corrupt data. The blood glucose reading was not provided. All possible resolutions for the issue had been exhausted during troubleshooting over the course of a month. The insulin pump was still unable to upload to carelink. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.